Manufacturer narrative:
Investigation results: as received the c-ring cradle and the attached scope wash tubing were detached from cannula. The c-ring cradle and scope wash tubing components form a complete assembly. A detailed visual inspection of the c-ring wire's distal end at point of c-ring cradle attachment showed that no residual adhesive was present on the wire. Residual adhesive appeared to be present inside the c-ring cradle's hole. The reported complaint that the c-ring broke off from the device is confirmed.

Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the c-ring broke off inside the pt's leg. The harvester put pressure down on the tunnel and was able to retrieve it before he performed the stab and grab. No replacement was required because this occurred at the end of the procedure. The hosp did not report any pt complications as a result.